Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that sometimes he would get a shock or a jolt when he twisted, turned or was in a certain position. The patient reported that sometimes he had to shut it off because of this and if he wasn't able to quickly change settings with the controller it was very inconvenient. The patient confirmed he did have adaptive stimulation but didn't think it was working properly. Additional information was received from the patient on (B)(6) 2018. The patient reported issue with uncomfortable stimulation sensation which occurred again last night after sitting down in a chair. The patient suddenly started feeling undesirable stimulation down his legs. It was reviewed how to check adaptive stimulation positions to confirm they are correct, which they were. No further complications were reported.